Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing an unexpected breath rate (erratic) was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower.

Event description:
It was reported that the device needed service. Upon evaluation of the device ventec observed that its breath rate was not as expected (erratic). There was no patient involvement associated with the reported event.